Event description:
Captivator cold lot 38427643 by boston scientific - attempted use to remove a polyp. Captivator would open partially but not completely. Unable to function properly and cut out polyp. It was removed and another captivator was used in its stead. Colonoscopy finished without further event.